Event description:
Approximately one month after uneventful cataract surgery with implantation of the crystalens intraocular lens, the patient presented with a decrease in visual acuity. The physician examined the patient and determined that the iol had vaulted anteriorly. The iol was subsequently explanted and replaced with another lens. The patient's prognosis is good.